Event description:
It was reported that during service, the cardiosave intra-aortic balloon pump (iabp) unit had a worn coiled cable. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The getinge field service engineer(fse) that encountered the issue replaced the coiled cable 0012-00-1801. The fse performed a full calibration and functional check per the factory calibration procedures. The iabp was returned to the customer and cleared for clinical use. The failure analysis and testing department inspected the coiled cord and observed the one of the wires in the connector plug has been exposed. The coiled cord could not be tested due to the exposed wire. The coiled cord was retained in the failure analysis and testing department per procedure.

Event description:
N/a.